Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, the sponge inside the biopsy cap came out and was stuck in the scope. The scope was manually cleaned and the procedure was completed with another rx locking device/biopsy cap. There was no serious injury nor adverse patient effects reported as a result of this event.